Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were made to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient. The angle knob had play. The insertion tube was scratched. The insertion tube was wrinkled. The tip had poor insulation due to adhesive peeling of the curved rubber. The curved rubber adhesive was missing. The air/water nozzles were clogged and the draining function is reduced. There was foreign material in the nozzle. The tip cover was scratched. The adhesive part of the objective lens was coming off. The up/down knob made a strange noise. The up/down knob was scratched. The up/down angle fixing lever was scratched. The right/left angle fixing knob was scratched. The objective lens was discolored. The operation part was scratched. The operation part was discolored. The insertion part of the corrugated tube was scratched. The hardness adjustment ring was scratched. Switch 1 was scratched. The switch box was scratched. Switch 2 was scratched. The suction cylinder was scraped. The operation unit cover was scratched. The right/left knob was scratched. The grip was scratched. The forceps plug cap had been scraped off. The universal cord was scratched. The universal cord was collapsed. The operation part side of the universal cord was scratched. The scope connector side of the universal cord was scratched. The electrical connector contacts were corroded. The scope connector was scratched. The scope connector was corroded. And the paint was peeling on the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus. The re evis lucera colonovideoscope had reduced angulation. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.